Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the patient and physician were both unable to inflate or deflate the device while in the body. Upon explant, the device inflated and deflated without issue, prior to disconnecting the pump for exchange. No visible malfunction was noted. The pump was replaced.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
According to the available information, the inflatable penile prosthesis was implanted on (B)(6) 2020, revised and replaced on (B)(6) 2020; tested pump on explant, no malfunction noted. Additional information received indicated that the physician and patient were not able to inflate or deflate the pump while in the body. However, they were able to inflate and deflate without issue upon explant before disconnecting pump for exchange. A titan touch pump was received for evaluation. Examination and testing of the returned components revealed a separation in the connector/tubing segment where the tubing and connector attach. Testing revealed this to be a site of leakage. Microscopic evaluation revealed the surfaces to be rough and irregular, indicating sufficient stress was exerted to separate the site. No functional abnormalities were noted with the pump. The information received indicated that the patient and physician were not able to inflate or deflate in the body but was able to inflate and deflate without issue upon explant before disconnecting the pump for exchange. However, as the device was only implanted approximately three months, and the information received indicated that the physician was able to inflate and deflate without issue at explant. Therefore, quality cannot confirm when the separation noted occurred. A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.